Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during a regular preventive maintenance on the power module, the battery turned red immediately when the system was started.

Manufacturer narrative:
The manufacturer's investigation conclusion for this event has been corrected. The previous report included the investigation findings for the incorrect device, heartmate power module (B)(6), which is reported under manufacturer report number 2916596-2023-00464. Corrected manufacturer's investigation conclusion: the reported event of the power module backup battery not passing the battery discharge and charge test was confirmed. The power module serial number (B)(6) was evaluated at the european distribution center (edc) service depot. During the functional test, the backup battery failed battery discharge and charge test. The backup battery was replaced. A full functional test was performed and the power module, serial number (B)(6) passed all test steps. The replaced 12v sla backup battery was returned to product performance engineering group for further evaluation. The battery serial number was (B)(6) and the manufacturing date was 26aug2021. Visual inspection of the battery contacts was unremarkable. The returned battery output was measured, and the voc was 12.1v. The battery tested while installed into a test power module connected to a test controller and a test mock loop. The battery did not meet specifications for the battery discharge and charge test. A root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation it was found that the battery clip was corroded due to a potentially leaking battery (related manufacturer reference number: (B)(4)). The device history records were reviewed, and the record revealed the power module was manufactured in accordance with manufacturing and quality assurance specifications. Using the charger is addressed in instruction for use (IFU), rev c, section 3 ¿powering the system/using the power module¿. This section informs the user how to install the backup battery, how to check the charge status of the backup battery and the associated alarms/symbols. Heartmate 3 patient handbook, rev d, and IFU, rev c, caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Power module precautions and backup power usage are documented in the heartmate power module IFU. According to the heartmate power module IFU, the pm¿s internal backup battery is rechargeable. However, it has a limited lifespan. It will be replaced during annual pm service/maintenance service for the pm (at least once a year). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the power module backup battery not passing the battery discharge and charge test was confirmed. The power module serial number (B)(6) was evaluated at the european distribution center (edc) service depot. During the functional test, the backup battery failed battery discharge and charge test. The backup battery was replaced. A full functional test was performed and the power module, serial number (B)(6) passed all test steps. The replaced 12v sla backup battery was returned to product performance engineering group for further evaluation. The battery serial number was (B)(6) iand the manufacturing date was 26aug2021. Visual inspection of the battery contacts was unremarkable. The returned battery output was measured, and the voc was 12.1v. The battery tested while installed into a test power module connected to a test controller and a test mock loop. The battery did not meet specifications for the battery discharge and charge test. A root cause for the reported event was unable to be conclusively determined through this analysis. During the investigation it was found that the battery clip was corroded due to a potentially leaking battery (related manufacturer reference number: 2916596-2023-01164). The device history records were reviewed, and the record revealed the power module was manufactured in accordance with manufacturing and quality assurance specifications. Using the charger is addressed in instruction for use (IFU), rev g, section 3 ¿powering the system/using the power module¿. This section informs the user how to install the backup battery, how to check the charge status of the backup battery and the associated alarms/symbols. Heartmate 3 patient handbook, rev d, and IFU, rev g, caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Power module precautions and backup power usage are documented in the heartmate power module IFU. According to the heartmate power module IFU, the pm¿s internal backup battery is rechargeable. However, it has a limited lifespan. It will be replaced during annual pm service/maintenance service for the pm (at least once a year). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a damaged and expired 12v backup battery, damaged rubber vent bands, and yellow wrench alarms on the power module were able to be confirmed. The power module (serial number: (B)(6) was returned for analysis and was evaluated and tested at the european distribution center (edc). The power module underwent functional testing, and a yellow wrench alarm was active. The power module was opened and the 12v backup battery was found to be expired and leaking. Additionally, it was noted that the rubber vent bands were damaged. The alarm was isolated to the main printed circuit board (pcb). The backup battery, rubber vent bands, and the main pcb were replaced. Following the replacement, the power module was able to function as intended. The main pcb was forwarded to product performance engineering (ppe) for further investigation. During further investigation with ppe, the main pcb was inserted into a test power module and the power module was able to start up as expected. The test power module was then connected to a mock loop and was able to provide power to the system with no alarms active. The reported event was unable to be reproduced during further investigation. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The battery clip was corroded due to a potentially leaking battery. Related manufacturer reference number: 2916596-2023-01164.